Event description:
It is reported that while working out,the patient felt a pop and over tine, began experiencing increasing knee pain. The patient was revised due to a tibial component fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.